Manufacturer narrative:
Investigation pending.

Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date: (B)(6) 2011, inratio: 2.0, lab: 2.6. Not given, 1.9, 2.2. Not given, 2.1, 2.4. Caller has had meter for a long time and issue noticed since the beginning of the year. Caller tests every three weeks.